Event description:
One bank of central monitors connected in 13 rooms went blank. Monitors were functioning in the patient rooms, but were not visible in the monitor room. Clinical engineering and ge technician notified. The hard drive was repaired and central monitor function returned four hours after malfunction.